Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176r, serial/lot #: (B)(4), UDI#: (B)(4). A manufacturer representative went to the site to service the system and found a faulty power conversion. The power conversion was replaced, the power tray was upgraded, and firmware was installed. A system checkout was then completed and showed the system was functioning as intended. The power conversion enclosure failed bench testing as transistors q28 and q14 were found to be shorted. Functional testing and visual/physical examination determined the reported issue was caused by an electrical failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the image acquisition system (ias) was shut down and unplugged, the fans were still running. This issue was noted outside of a procedure, and there was no patient involvement.